Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Seven (7) samples without packaging were returned for evaluation. Visual examination of the samples noted that black particulates were embedded in the plastic. Upon further investigation, it was determined that incidents of this nature are normally attributed to degraded/burned material that may have become trapped in the vents at the time the parts were molded. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the product was contaminated with foreign material.